Manufacturer narrative:
(B) (4. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
On 03.08.10 covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that on or about (B) (6) 2008, the patient underwent a surgical laryngoscopy procedure to repair an esophageal fistula. Following the surgery, the patient developed an infection for which required IV antibiotic therapy. As part of the IV antibiotic treatment, the patient had a PICC line inserted, which was required to the flushed with heparin. On or about (B) (6) 2008, the patient began receiving a supply of heparin prefilled syringes and the heparin prefill syringes received from the home health care service were manufactured by covidien. The patient received and administered the heparin prefilled syringes, lot #8010194, throughout (B) (6) 2008. Shortly after beginning the heparin flushes, the patient began suffering from nausea, abdominal pain, and vomiting. The vomiting damaged the throat grafts placed during her (B) (6) surgery. On one or more occasions, the alleged contaminated heparin was administered to the patient and as a result of the administration of the alleged contaminated heparin, the patient suffered an adverse reaction including but not limited to nausea, abdominal pain, and vomiting.